Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. H8. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis. H11. Corrections ¿ d4.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2017. Approximately 5 years and 11 months after the initial procedure the patient has a right hip revision scheduled on (B)(6) 2023. The patient has experienced daily pain and discomfort in her right hip which has limited her activities of daily living and impacted her quality of life. The patient has suffered debilitating injuries and damages, including but not limited to, pain and discomfort; swelling; gait impairment; poor balance' and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6), 164-13-10 - novation element ro s/o col sz 10; (B)(6), 170-32-03 - biolox delta femoral head 32mm od, +3.5mm; (B)(6), 186-01-48 - integrip cc, cluster 48mm, g1. Pending investigation.